Manufacturer narrative:
Concomitant medical product: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to chronically elevated left ventricular (lv) lead thresholds. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.